Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a hill-rom barimaxx air loss mattress, serial number unknown, needed a new bottom cover. Please find additional contact information below. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).